Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post successful implant of a leadless implantable pulse generator (ipg), it was noted that the patient experienced a vein perforation and a bleed in the abdominal cavity related to the use of the introducer sheath. It was also reported that the patient experienced discomfort and pain. Femoral venous access was performed during the procedure. Venous access complications were noted. The patient was brought to the operating room to fix a bleed in the abdomen for a tear in the vein. Computerized tomography (CT) scan and anesthesia were utilized. A stent was placed in the femoral vein. The ipg remains in use. No further patient complications have been reported as a result of this event.